Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported upon application of the adc freestyle libre 2 sensor, the "applicator needle/filament" was stuck in the arm and he experienced pain and loss of consciousness. Customer was seen at a hospital and was reported that the needle was removed from the arm by his father. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no damage was observed. The applicator had been fired and the sharp was observed loose and bent. Visual inspection performed on the sensor pack and damaged transition features were observed. Visual inspection was performed on the sensor and no damage was observed. Upon visual inspection, the sensor plug was not properly seated. This issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported upon application of the adc freestyle libre 2 sensor, the "applicator needle/filament" was stuck in the arm and he experienced pain and loss of consciousness. Customer was seen at a hospital and was reported that the needle was removed from the arm by his father. No further treatment was reported. There was no report of death or permanent injury associated with this event.